Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that error message "art" and following "stop---" occurred. The unit did not shut off nor was performance affected. No patient harm or negative outcomes. (B)(4).

Manufacturer narrative:
Alarm was shown on the rotaflow (catalog#: 701043292, equipment#: 11011174, serial#: (B)(4)) which was running on the hl20 in question. Field safety technician has been sent for investigation and found an edwards lifescience pressure cable pigtail connected to a maquet pressure transducer. Pigtail combination caused odu resistance measurement of 4k ohm. The error on the rotaflow could be reproduced with all 5 pumps running on the hl20. The non-maquet transducer cable has been determined to the root cause of the error on the rotaflow console. The customer has been informed about IFU(version 10, en) chapter 2.2.3 handling the hl 20: only use devices and equipment which are functioning perfectly. Check the devices and equipment before use. Defective devices or equipment must be replaced. To ensure patient safety, only use tested devices, parts, accessories, and disposables which are approved for the hl 20. Thus the failure could not be confirmed. According to service order# (B)(4): disposed of pigtail and installed direct connect maquet pressure transducers. All parameters within specification. Returned to service. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).